Event description:
The customer reported that the ventilator began autocycling and alarming with an increased breath rate while in use on a patient. The customer reported an anxious patient on the ventilator was coughing and restless, `bucking' the vent, which appeared to cause the ventilator to autocycle. During autocycle, the patient had an increase in heart rate and short periods of oxygen desaturation. Once the patient was calmed, the heart rate and 02 saturation returned to normal. There was no permanent impairment. The patient was switched to another ventilator as precaution. The customer is uncertain which ventilator they own was in use at the time of the reported event.